Manufacturer narrative:
Initial and final MDR (B)(4), MDR, device 3 of 3. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set kinked cannula event on (B)(6) 2024. The insertion site was abdomen for two sets and arm for the third set. The blood glucose level was 600 mg/dl for the first issue and 500 mg/dl for the other two and also has ketones. The patient got treated with correction bolus via pump on first occasion and mdi on other two occasions. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.